Event description:
On (B)(6) 2026 the healthcare provider reported that on (B)(6) 2026 the user experienced hypoglycemia with blood glucose (bg) levels in the 50s mg/dl following a dinner meal announcement. The user was transported to the hospital where the user was diagnosed in hypoglycemia and treated with oral carbohydrate therapy and medical observation and discharged (B)(6) 2026. The reporter later stated that the user's bg reportedly reached 3 mg/dl and no long-term health effects were reported.

Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.